Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the lidocaine vial inside the pack was broken.

Manufacturer narrative:
Qn#(B)(4). Method code has been corrected and changed from 3331 to 4114, due to the device history record review could not be performed as no lot number was provided by the customer.

Event description:
It was reported that the lidocaine vial inside the pack was broken.

Manufacturer narrative:
Qn# (B)(4). A device history record review could not be performed as no lot number was provided by the customer. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. The device history records were not reviewed as no lot number was provided by the customer. Therefore, the potential cause of the ampule breaking could not be determined based upon the information provided and without a sample.

Event description:
It was reported that the lidocaine vial inside the pack was broken.